Event description:
Information was received from a patient representative regarding an external device. The reason for call was recharger (insr) was not staying on to charge the implanted neurostimulator. The screen showed the recharger was charged but it did not stay on. When pt unplugged the recharger from the wall and had the belt on and everything hooked up and the screen would just go off. The issue started like the end of last week, probably wed or thursday. On the call had patient representative check the power supply, desktop charger, and connector pin. Patient confirmed they all looked good. Reviewed pt will be transitioned to the wireless recharger. Emailed the rep to confirm the shipping address. An email was sent to repair to replace the insr/order a wireless recharger. Rep called back and provided this case number to inquire if the product could be sent somewhere else. Technical services (tss) put caller on hold and when tss came back the caller noted it was fine as is and to leave the shipping address the same. Inquiry resolved. Medtronic rep called on the way to meet with pt for wireless recharger set up and teaching. Rep requesting an spinal cord stimulator (scs) belt also be sent to the pt since it came with a deep brain stimulator (dbs) drape. Mdt rep reports he will reply to email confirming pt's address and belt size.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6). B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.